Event description:
The actual product number is not known. Per the distributor, it could have been a size l, or xl. Pt was supplied with the device by a hosp. Pt states it caused blisters due to design. Pt states the rivets holding the buckles extend too far inside the walker. This was reported to facility in 2000, but was not reported to deroyal at that time. The second letter to tetra in 2000, from the pt, indicates this problem resulted in partial amputation of the right foot. Pt states the boot had only one strap with only a few inches of velcro on it, and did not attach properly to the foam boot and left foot unprotected against the rivet.